Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen), while wearing the device between 36 and 48 hours. The patient experienced redness at the pod infusion site and the patient had a fever, body aches, chills and neck pain. The patient applied a new pod at a separate infusion site from the infection. The patient had gone to the emergency room. The patient was diagnosed with cellulitis. The patient was released from the hospital after 6 hours. The patient reports 2 days later the pod infusion site with the infection had got bigger. The patients blood glucose level had rose to 300 mg/dl. The patient reports putting tinactin on the infection site as well as ointment. The patient went to the hospital. The patient was treated with intravenous antibiotics. The patient was prescribed keflex (500 mg) to be taken 3 times a day for 7 days. The patient was released from the hospital after 2 days. The patient reports upon speaking to their dermatologist after this event the dermatologist reports the patient has contact dermatitis as well as a allergic reaction to the pod.